Event description:
It was reported that the patient's left hip was revised due to pain. Intra-operatively, the trunnion was found to be worn/ deformed. The stem, head, and liner were revised.

Manufacturer narrative:
Reported event: an event regarding wear (trunnionosis) involving a accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain. Intra-operatively, the trunnion was found to be worn. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.